Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
No complaint allegation was provided. There was no harm for patient, operator or third party reported. No further information received. Update cmackenbach 21-may-2025 further information was received that the device broke during tightening. This occurred during a knee surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15372305 was received for evaluation. Visual inspection revealed that the loop system was broken, resulting in a bunching of the suture, most likely caused by the break and excessive force. No damage was observed on the other sutures or the button. Functional testing involved moving the sutures on the button and checking for resistance or sharp edges; no issues were observed. The most likely cause of the reported failure is user error, including the application of excessive force on the shortening suture strands and/or tensioning the strands in a direction misaligned with the bone socket.